Manufacturer narrative:
Engineering analysis found no evidence of a device hardware or software malfunction. Device logs showed periods of cgm communication loss, insulin reservoir depletion, and suspension of automated insulin delivery when bg-run requirements were not met. The device generated alerts corresponding to these conditions. Device audio alerts were configured to ¿off,¿ which may have reduced user awareness of insulin delivery interruptions. Insulin delivery resumed when a manual blood glucose value was entered and bg-run was re-initiated. Based on the available information, the reported hyperglycemia and subsequent hospitalization for diabetic ketoacidosis are most consistent with prolonged insufficient insulin delivery associated with interrupted automated dosing rather than a confirmed device malfunction. The patient was treated in the hospital with intravenous fluids and exogenous insulin, discharged, and later resumed use of the ilet system. No device correction or field action was required. The manufacturer will continue to monitor for additional information and will submit a supplemental report if new, relevant details become available.

Event description:
On (B)(6) 2025, the patient experienced a hyperglycemic event with blood glucose reported as 897 mg/dl while using the ilet insulin pump. Prior to hospitalization, the patient reported persistent hyperglycemia while connected to the pump with the infusion site in place, denied observed leakage, and experienced symptoms including gastrointestinal discomfort and swelling; the exact cause of the elevated glucose was not identified at that time. The patient was admitted to the hospital on (B)(6) 2025, treated with intravenous fluids and exogenous insulin for diabetic ketoacidosis and associated inflammation, discharged on (B)(6) 2025, and subsequently recovered and resumed ilet therapy.